Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The device had a scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose levels. The blood glucose at the time of the incident was 511 mg/dl. The customer's symptoms included very dry mouth and vision issues. She treated her high blood glucose with manual injection. The customer wanted to replace the pump on (B)(6) 2014 but called back on (B)(6) 2014 and stated that she does not want to use the insulin pump because lantis is working better for her blood glucose levels. Troubleshooting was not performed. The device was returned for analysis.